Event description:
A customer contacted a baxter specialist to report an unknown disposable set in which a backflow was observed. According to the report, "when running the chemo via piggyback at high rates (over 300 ml/hr) the chemo goes back into the primary-the chemo from the piggyback overrides the back check valve". The customer indicated that there was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. If the sample is received or additional information becomes available, a follow-up report will be submitted.